Manufacturer narrative:
S/w unknown. Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. No cracked lcd window noted.

Event description:
The customer's parent reported via phone call that the insulin pump was exposed to moisture/fluid. The customer¿s blood glucose was 203 mg/dl at the time of the incident. The customer's parent stated the customer jumped into the pool wearing the device. It was mentioned that there was fluid under the lcd display and a crack as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.